Manufacturer narrative:
Follow-up #1 date of submission 06/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, the up arrow, contrast, and ok keypad buttons were unresponsive; the down arrow button responded properly. The keypad cover was removed, and contamination was found under all button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.